Manufacturer narrative:
The complaint investigation for an injury sustained from the ict probe, on an alinity c processing module, included a review of information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. The customer was removing the ict probe from the ict module when they punctured their finger with the ict probe. The ticket notes indicate the customer was following the ict probe replacement procedure but was distracted at the time of the adverse event. The ticket notes state the customer was wearing appropriate gloves (ppe) at the time. A review of the instrument history revealed no contributing factors described in this complaint. Trending review determined no related trend for ict probe injuries for the product. Labeling was reviewed and sufficiently addresses safety hazards including the wearing of personal protective equipment (ppe) and safety awareness where hazards may exist. The manual also comprehends biological, mechanical, and physical hazards with safety icons in areas identifying potentially dangerous conditions (e.g. Probe stick hazards), including safe practices to avoid injury when exposed to potential physical hazards including probes and other sharps. An investigation determined the adverse event injury is associated with a use error and the injury was not due to a malfunction of the ict probe, list number 09d63-04, or the analyzer. Based on the information provided and abbott diagnostics¿ complaint investigation, the alinity c processing module, serial number ac04355, met performance specifications and performed as intended at the customer site, and no systemic issue or deficiency was identified.

Event description:
The customer reported an injury while replacing the ict probe on an alinity c analyzer. The customer pricked themselves with the ict probe during replacement, which led to the customer being treated with antiretroviral medication as part of the exposure prophylaxis protocol. The customer is following the exposure protocol as expected. There was no additional impact to the customer or to patient management reported.

Event description:
The customer reported an injury while replacing the ict probe on an alinity c analyzer. The customer pricked themselves with the ict probe during replacement, which led to the customer being treated with antiretroviral medication as part of the exposure prophylaxis protocol. The customer is following the exposure protocol as expected. There was no additional impact to the customer or to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.